Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient was admitted for right heart failure and remained on IV dobutamine. Event resolved on (B)(6) 2019.

Manufacturer narrative:
Section a2: correction section d4, h4: additional information section g4: in the previously submitted additional report for this event, the notification date was inadvertently left out. The date received by manufacturer for that report is (B)(6)2020 . Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number(B)(6) , and the reported right heart failure could not be conclusively determined through this evaluation. The account reported that on (B)(6)2019 , the patient was admitted for right heart failure. The patient was previously started on and remained on an intravenous (IV) dobutamine drip as an outpatient. The patient also received IV and oral (po) diuretic management as an outpatient. The patient¿s right heart failure was not considered to be caused by pump malfunction and the event reportedly resolved on (B)(6)2019 . The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . The hmii lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document discusses the potential development of right heart failure during the use of the heartmate ii lvas and outlines the associated treatment options. The IFU further cautions that right heart failure can occur following implantation of the pump and right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6 (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has long-standing heart failure due to advancing heart disease. Patient was previously and is continued on dobutamine drip as an outpatient for right heart failure as well as IV and oral diuretic management as an outpatient. Patient's right heart failure is not felt to be caused by pump malfunction.

Manufacturer narrative:
Section b5: additional information.